Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant surgery, as the iol was being injected, it "turned itself in the eye". The procedure was completed and no pt harm was reported. Add'l info was received from the surgeon, who reported the pt's outcome was not perfect, but the pt was very satisfied. According to the surgeon, it was possible that this does not differ much regarding cylinder and spherical equivalency. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. A root cause could not be determined; not enough info was provided from the account to properly complete an investigation. (B)(4).